Manufacturer narrative:
The root cause of the instrument leak was an obstruction in the tubing at the rinse block, which was resolved after the field service engineer performed the services described. ((B)(4).)

Event description:
Customer called to report a fluid leak from the manual probe of the coulter lh500 hematology analyzer. Customer stated that patient sample results were not affected, and that no one was harmed by or exposed to the leak. On the following day, the field service engineer (fse) inspected the instrument and found that the middle port of the rinse block was obstructed with what appeared to be rubber stopper material, which caused the drip. The fse cleared the obstruction and verified instrument performance to ensure that the services performed effectively resolved the leak issue.